Event description:
Healthcare professional reported "mislabeling issue found with a batch of keller funnels" described as "labels that swapped the manufacturing and expiration dates." This batch was not used as they appeared to be expired. The device was not implanted.

Manufacturer narrative:
Clarification to d4: lot number: 23b16c, expiration date: 02/16/2025 clarification to h4: manufactured date: 02/16/2023 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: the device was not implanted. "Labels swapped the manufacturing and expiration dates." This batch was not used as they appeared to be expired.